Event description:
It was reported that (B)(6) male patient underwent afib procedure with an ez steer thermocool sf navigational catheter. The case was a clinical trial, sponsored by bwi. The patient had prior history of congestive heart failure. After the procedure the patient developed symptoms of fluid overload (hypervolemia) and required medical intervention. This event was resolved without sequelae. This adverse event was assessed by principle investigator as non-serious, not device related and possibly procedure related event. Based on the narrative, there were no complaints reported related to catheter malfunction immediately after the procedure which might suggest that the complication was procedure related and not a malfunction of bwi product.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).